Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a herniorraphy, while the doctor was using the harhd36, the pads fell off of two devices during use. An additional device was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.